Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an active directory issue prevented user authentication. The field service engineer received multiple calls from csc, contacted the customer, and confirmed with the pharmacy manager that all systems were operational after the issue was resolved remotely.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to login into the station. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.